Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.